Event description:
The reporter called and alleged discrepant results on the device when compared to the lab. The reported device results were 1.0 and 1.1 inr. The corresponding lab result reported was 1.6 inr. The device was replaced and requested to be returned for evaluation.